Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a door switch issue occurred through troubleshooting of the device. A review of the event history log revealed multiple load set messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation found device does not recognized closed door and prompt to load set. The reported condition was verified. The cause of the condition was determined to be an out of adjustment upper and lower latch switch. The upper and lower latch requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a door switch issue. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.